Event description:
It was reported that approximately six weeks after a laparoscopic sagb insertion on the first adjustment fluid was unable to be removed. A one wave valve phenomenon occurred. Her tube was not capable of being deflated. She began to develop severe abdominal pain which is likely secondary to gastro obstruction from overfilling of band. It was determined that she needed emergency surgery and was subsequently consented for port revision. Exploration of the port indicated that the tubing was kinked. After port revision inflation and deflation could be done without any difficulties. The issue was resolved without sequelae.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band remains implanted.